Manufacturer narrative:
(B)(4). Misaligned jaws. Additional information was requested and the following was obtained: the contact could not provide clarification on what ¿misfired¿ meant. They are to speak with the person that submitted the device to obtain clarification on what "misfired" means. Once the information has been obtained; the contact to phone back with details. Received additional information from the contact; the device fired and then jammed. This is all the information the contact could provide. The analysis results of the er320 device found that it was received with the jaws misaligned and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 2 scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during an unknown procedure, the device misfired. No other details were provided. No patient impact reported.